Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), a corneal edema occurred. The viscoelastic used during this procedure was from a competitor. Through additional information, we learned that the patient underwent uncomplicated cataract surgery. The patient returned for a follow-up consultation at 1 month post-surgery and everything was going well. However, three weeks after stopping the corticosteroids, they returned for a consultation due to a decrease in visual acuity (3/10 on average) caused by significant corneal edema. The surgeon mentioned that there were no changes made to the surgery routine and there were no updates made to the operating room. No further information has been provided.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6b - explant date: not applicable, a lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.